Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. There were no issues noted and the system functioned as intended. H6: codes b01, c19, and d14 are applicable to the system checkout. H3: a software analysis was initiated. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. There were 3 sessions on the reported date. Accuracy observed from the logs was found to be 1.9mm. User transitioned from select procedure to navigation, moving between plan, registration and patientadmin along the way by verifying registration process. The archive provided displays an error "unable to find patient images." The probable cause was likely a patient reference frame shift; and user error. H6: codes b01, c19, d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, version: 2.1.0. H6) no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that in a shunt placement procedure the surgeon ultimately abandoned navigation due to a perceived navigational inaccuracy. Per the manufacturer representative (rep), registration was normal and accuracy checks looked good, but when the surgeon went to insert the catheter, she noticed navigation was off. Surgeon opted to complete the procedure without the use of navigation, using anatomical landmarks. Rep also reported that the system was used later for a separate procedure, and there were no reported issues. The probable cause was likely a patient reference frame shift, and user error. There was a less than one hour surgical delay. There was no impact on patient outcome.